Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the mechanisms listed above, procedure factors (undersized valve at time of implant) likely contributed to the worsening pvl and subsequent deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
One year and 4 months post implant of a 26mm sapien 3 ultra valve in the aortic position, a 29mm sapien 3 valve was implanted during a valve in valve procedure. During the index tavr procedure, measurements for a 29mm sapien 3 valve were provided; however, the decision was made to implant a 26mm sapien 3 ultra valve. The valve was undersized at the time of implant and mild paravalvular leak (pvl) was reported post implant. Over time, the pvl worsened to a significant level, requiring intervention. Post implant of the 29mm valve, trace to no pvl was reported with a mean gradient of 2mmhg. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.